Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 12/14/2022. An investigation was conducted on 01/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device as well as the cannula. The c-ring was observed to be intact, with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled back and detached, exposing the cold metal tip. The gray silicone insulation on the hot jaw was observed to be intact, with no visual defects observed. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw due to clinical use. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "peeled;jaw" was confirmed. The lot #3000260539 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 heat protectant piece started to break down. Nothing fell into the patient. The heating element (wire) did not appear lifted from the jaw. The insulation around the jaws started to come off but did not completely detach. Delay to troubleshoot the issue and open a new kit. No harm to the patient.